Event description:
It was reported that a patient with an unspecified penile prosthesis underwent a procedure in which a new inflatable penile prosthesis (ipp) was implanted due to unspecified reasons. No additional information was reported.

Event description:
It was reported that the patient with underwent an inflatable penile prosthesis (ipp) replacement surgery. Upon explant, a hole was identified in the cylinder. There were no patient complications reported.